Event description:
It was reported that during generator replacement surgery on (B)(6) 2014, the surgeon cut the vns patient¿s lead. The surgeon could not fix the lead or implant a new lead. The patient¿s device was explanted except for the electrode and cut lead. After surgery, the patient was only on medication and his condition deteriorated. The patient was re-implanted with a new generator and lead on (B)(6) 2014. The patient¿s existing lead was explanted during the replacement surgery but is not available to be returned for analysis.

Manufacturer narrative:
.